Event description:
The clinic reported three cases of mild trace diffuse lamellar keratitis (dlk) and loose epithelium. The three patients had trace of dlk on their left eye. The three patients outcome good. There was no surgical intervention required and no loss of best corrected visual acuity (bcva) reported.

Manufacturer narrative:
(B)(6). The clinic is reporting the adverse event and requested clinical support only. A field service was not requested. An amo's clinical development manager (cdm) contacted the site to obtain patient information and to provide surgery support. The amo clinical development manager provided surgical support and training awareness to clinic. The clinical support specialist provided training awareness on the surgeon¿s technique during applanation to prevent loose epithelium. In addition, recommended laser energy settings modified to lower settings to prevent further diffuse lamellar keratitis (dlk) incidents. In addition, the surgeon had recently discontinued durezol eye drops and had switched to another eye drop brand-pre forte when dlk had occurred. Surgeon has decided to go back to durezol eye drops. The cdm also provided training awareness on cleaning instruments, servicing auto-clave, routine/preventative maintenance of equipment. The exact cause was undetermined but cdm reported an environmental factor may have contributed to the reported event. All pertinent information available to amo at the time of this report has been submitted. Placeholder.